Event description:
Customer reported while infusiing chemo (vp16), tubing broke apart at the point where the clear tubing attaches to the blue cone shaped part of the tubing that is inserted into the pump. When break occurred, chemo fluid (approximately 400ml) splashed on nurses and floor. One nurse had chemo splashed on her face. Two others had chemo splashed on hands and arms. They experienced burning sensation. Skin surfaces were washed off with water per protocol. Physicians was not called. Customer does not believe there are residual effects at this time from the splashes on the skin. No patient harm; no report of chemo splashing on patient and no visible injuries from the patient noticed or identified. IV set up was infusing for almost an hour before tubing broke. No additional information was available.

Manufacturer narrative:
Patient's information requested and all available information is included. Disposable discarded per hospital policy.